Event description:
This is a spontaneous case report received from a regulatory authority (case# FDA-2014-n-0736-1807) in united states on 24-oct-2015 during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place on 24th september 2015. It refers to an adult female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed in (B)(6) 2010. Her doctor highly recommended this device to her even though he knew of her metal allergy. They had multiple appointments where they talked about her allergy. At each appointment he assured her that there was no way for her to have an allergic reaction. He even lied about the material used in the device, telling her that the brochure and her internet search was wrong and that the device was 100 percent surgical steel. After she had the procedure done at hospital she never heard from the doctor again. Her follow-up appointment was scheduled on a day for which they where closed and she was not able to get it rescheduled. Starting immediately after essure placement she had random pain that feels she is being pinched on the inside. She has been to the hospital and doctors offices where they all said that it was all in her head that there was no way she could be feeling these devices because they are to small. Almost exactly 1 year after placement she woke up with severe pain in the left side of her face. She went to the emergency room for it and was diagnosed with tn at the age of (B)(6). After undergoing many test and seeing a neurologist she was told that they could not find the cause. When she asked if the cause could be her allergic reaction to the essure, she was shot down and told she was just imagining it. Ever since she had the procedure down she has been tired, crampy, sick and just plain grouchy. Two years before this post she went to the doctor again, this time in a new location, hoping to get help then. At this new doctors office she underwent multiple test including hormone testing for which they never gave her the results for. After all of the poking and prodding she was told that both ovaries are completely filled with cyst, she is insulin resistant, her blood pressure was elevated, and despite eating healthier then what she did before essure and forcing herself to be more active she gained 40 lbs since getting essure. She was told by this doctor that she needs to have a hysterectomy but that she nor any other doctor in the area would do it because of her age (she was (B)(6) at that time). When she asked her if any of this could be linked to the coils she said there was no way because they are too small to cause so much damage. She also said that there was no way that the pain that she is in or any of her other symptoms where an allergic reaction because if she is allergic then she would have died immediately after placement. So now here she is 5 years and 6 months after placement still dealing with symptoms that started immediately after placement and has continued to get worse since and she could not find a doctor who will take her seriously or that is willing to help her. Consumer would not even recommend these be used on criminals as it would be cruel and usual punishment for them to have to suffer from a never ending allergic reaction that no one takes seriously. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Legal claim received on (B)(6) 2016: the plaintiff was implanted on or about (B)(6) 2010. After being implanted with essure, she suffered from severe and permanent injuries. Follow-up received on (B)(6) -2017 pfs and medical records received. Patient¿s medical history (gravida 3 e parity 3), historical drug (paragard, and depo shot) added. Essure was inserted on (B)(6) 2010 for permanent birth control. Essure device was introduced into the left tubal ostia without difficulty and it was retrieved leaving approximately 3 coils on the left side. The same procedure was performed on the opposite side leaving the same 3 coils on the right side. The patient tolerated well the procedure. She did not use birth control or contraception at any time following her essure placement procedure and she did not undergo an essure confirmation test. In (B)(6) 2010, she had pelvic pain and inflammation. On an unknown date she had andenomyosis, fallopian tubes were filled with cysts and blood, allergic reaction to the essure, chronic yeast infections, trigeminal neuralgia due to nerve damage, irregular menstrual cycle, polycystic ovary syndrome, cysts in ovaries, random rashes that lasted from up to several days to two months, swelling of vaginal cavity that comes and goes, weight gain and fluctuation, bloating and gas after ever meal, abscesses and skin infections that form mostly on legs, nipple tenderness, mood swing, severe fatigue, brain fog, pelvic pain that feels like pinching and stabbing, painful intercourse, headaches, weakened immune system, increased resistance to insulin added. Hysterectomy was done on (B)(6) 2016 (case upgraded to incident). Pathology report: bilaterally there are spring-like microtubule inserts which appear to measure up to 2.5 cm in length and less than 0.1 cm in diameter. Fallopian tubes show congestion. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.